Event description:
It was reported that the footboard was working intermittently due to malfunction scale and foot board main module. It was also reported that there was a reduction in brake force due to malfunctioned scorpion brake plate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.